Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the procedure. There were no reports of harm to a patient or user, nor there was any allegation of serious injury or death involved with this complaint. The customer confirmed they were able to recover and continue use of the system after performing system restarts. To gather more information about the reported event, philips reviewed the device¿s service history for the past three years and confirmed that this is the only occurrence of this reported issue, and the problem has not reoccurred. Philips also attempted to obtain the system log file for analysis, but the log files were not available. Philips has made several good-faith efforts towards the hospital to gather further information about the reported event, but the customer has not provided any additional details. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips attempted to schedule having a field service engineer (fse) inspect the system onsite, but the service quotation was not accepted by the customer. Device inspection was not performed by philips. No further information has been received regarding the event reported. The service history of the device was checked, and no reoccurrences were found. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device froze up. No harm was reported to philips. Philips has started an investigation of this complaint.